Event description:
While investigating a (B)(6) female patient's electrode belt for an unrelated issue, a reportable problem was discovered. The electrode belt failed a therapy electrode recognition test. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node to ECG "b." The root cause for the open wire could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.